Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to foreign material in the jet tube due to insufficient cleaning, additional findings were as follows: due to damage of the channel tube, water tightness was lost; plastic distal end cover had a scratch; light guide lens had a crack; adhesive on bending section cover had a crack; due to wear of angle wire, bending angle in up direction did not meet the standard value; and due to detachment of rear mouthpiece of universal cord, water tightness was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had an inserted hose bent. There was no patient harm associated with the event. The device was evaluated, and it was found that the jet tube had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to a leakage from the biopsy channel and universal cord. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.